Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of receiving excessive no delivery alarms. Customer reported of being in intensive care unit for 12 days and went through numerous testings and had an x-ray while still connected to insulin pump. Customer was hospitalized due to an infection not diabetes related. During troubleshooting, insulin did exit. Customer was advised that cannula length may not be correct and was causing occlusion. Customer's blood glucose while hospitalized was between 200 mg/dl and 400 mg/dl. It was reported that customer had been off of insulin pump therapy since (B)(6) 2016.